Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The pod was worn longer than 48 hours. It was also reported that the pod gave an alarm that it had expired but it was a day early than expected. The patient was out of town and did not have another pod to apply. Symptoms reported include heart racing, weak, could hardly walk and was experiencing stomach pain. The patient was treated with 2 ivs (intravenous) of unknown contents and an insulin drip. The patient was released three days later. The pod was worn when seeking medical attention but was thrown away.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.